Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a low erroneous result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b). The erroneous result was reported outside of the laboratory. The initial hcg + b result was 0.100 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2016 the sample was repeated and the result was >10000 miu/ml. This result was considered to be correct. No adverse event occurred. The hcg + b reagent lot number was 131960. The expiration date was requested but was not provided. Pinch tubes were last exchanged on the instrument on (B)(6) 2016. The last liquid flow cleaning was performed on (B)(6) 2016. The application specialist found the sample in the secondary tube with low volume. The customer indicated this was due to performing reruns. Based on a review of the data provided, the last calibration was performed on (B)(6) 2016 (very low calibration frequency), quality controls (qc) were frequently out of range and the analyzer performance check indicated the instrument was out of specification. A specific root cause could not be identified. A general reagent issue can most likely be excluded. Possible root causes may be related to the instrument or sample quality due to the low sample volume. If the instrument is out of specification, general performance may not be sufficient which could impact patient results. Sample quality issues can lead to fibrin or clots which can affect sample pipetting.